Event description:
User reported that a pump error occurred causing pump to be inoperable in the circuit. Additional clinical intervention was required to exchange the circuit.

Manufacturer narrative:
Event was determined to be reportable; however, the root cause determination is pending the results of the investigation.

Event description:
User reported that a pump error occurred causing pump to be inoperable in the circuit. Additional clinical intervention was required to exchange the circuit.

Manufacturer narrative:
Event was determined to be reportable; however, the root cause determination is pending the results of the investigation. Follow-up: investigation pending device return.

Manufacturer narrative:
Event was determined to be reportable; however, the root cause determination is pending the results of the investigation. Follow-up: investigation pending device return. Follow-up 2: investigation pending device return.

Event description:
User reported that a pump error occurred causing pump to be inoperable in the circuit. Additional clinical intervention was required to exchange the circuit.

Manufacturer narrative:
Event was determined to be caused by another device and be unrelated to the subject device.

Event description:
User reported that a pump error occurred causing pump to be inoperable in the circuit. Additional clinical intervention was required to exchange the circuit.